Manufacturer narrative:
Additional information received: a dvd of procedure was provided by customer. Based on the visual evidence provided in the video, the belief is that the cartridge was unseated from the device prior to clamping and firing the device. This resulted in malformed and unformed staples. Hands on analysis of the staple cartridge provided additional evidence to affirm this conclusion.

Manufacturer narrative:
(B)(4). Cartridge. The analysis showed that the atw35 device was received in good visual condition and with a tr35w cartridge loaded on the device. The tr35w cartridge was received partially fired and with the cartridge lockout tab normal. After further evaluation it was noted that the cartridge pan was detached and there was damage on the cartridge pan surface. The damage to the cartridge pan is consistent with an improper or incomplete loading/seating of the cartridge. If the cartridge is not fully inserted/seated into the channel, the retention features on the cartridge are not engaged to the channel windows of the device. At firing the device will push the cartridge forward resulting in the pan to partially or completely dislodge. It should be noted that 100% inspection takes place during manufacturing to ensure that the cartridges are loaded correctly. The returned device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. Although no conclusion could be reached as to how the cartridge was not properly seated before the device was fired, it is possible that the cartridge was not loaded correctly into the device or the cartridge was loaded correctly and while manipulating the devices into the tissue to be stapled the most distal part of the cartridge encountered an upward force either from contact with another device, solid structure or an organ resulting in the cartridge to partially disengage from the channel. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic unknown procedure, one-third of the tip of staples were malformed. The outside of the one-third staples seemed to be formed properly but the inside of the one-third staples were unformed. The target tissue was regular. There was no unexpected resistance in firing. Another device was used to complete the case. There were no adverse consequences to the patient. The sales rep confirmed that the pan of the cartridge came off.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Blood vessel. Which firing did the event occur? 2nd. Was the instrument fired across or near an existing staple line or clip? No. We have got additional information as follows; the surgery name was vats lobectomy. There was no unexpected resistance in closing/firing/opening. Reinforcement material was not used. The triggers and buttons returned their original position after the firing.